Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device due to covid 19 situation. However, the product's device history records (DHR) of current inventory were reviewed and no nonconformity was found. Issue was reviewed by our senior clinical advisor and our chief clinical advisor, after close evaluation of provided photo, both of them agreed that the incident had happened because of incorrectly removal of the device or it could be because of the skin prep solution they used against the direction of use of the device. Per complaints ratio, this was an isolated incident with no similar occurrence in the past five years. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Customer from (B)(6) reported skin rash due to use of neobar which was rejected by our clinicians and was recognized as epidermal stripping due to incorrect removal of the device.